Event description:
It was reported that during a laparoscopic procedure, the clips didn't close properly on one of the pt's veins. The report indicates that the vein had been initially cut. The surgeon proceeded to fire the clips, but the clips didn't completely close over the dissected vein. The surgeon used another unit to complete the case. The pt is reportedly doing fine and suffered no complications from the alleged incident. The product was disposed immediately after the case.